Event description:
Healthcare professional reported, via nbir left-side "suspected/actual rupture/deflation. Correction of asymmetry". Correction of asymmetry is deemed. Not related to the device. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.